Manufacturer narrative:
Patient initials are (B)(6). The patient¿s exact weight was reported as (B)(6). Date of symptom onset for post-operative infection is unknown. This report is for one (1) unknown 5.0mm locking screw. The complainant parts are not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally treated for a gunshot wound on (B)(6) 2013 with a trochanteric femoral nail (tfn) implant. Due to the development of a post-operative infection, the patient returned to the operating room for revision on (B)(6)2016. During the revision, the original hardware was removed and the wound was irrigated and reamed. It was noted that the original fracture had healed. The procedure was completed without reports of delay. The patient's outcome was reported as "okay." This report is for one (1) unknown 5.0mm locking screw. This report is 3 of 3 for (B)(4).